Event description:
It was reported that an ilet user received error 38 indicating consecutive stalled motor events, experienced no insulin drops on press-and-hold, and observed that the device would not rewind after restart despite a successful press-and-hold to 100 units, consistent with an inoperable motor. Symptoms included potential interruption of insulin delivery. Outcomes included the need for device replacement. Investigation included customer troubleshooting and education with restart attempts and functional checks of motor advance and rewind. Investigation of this case revealed a suspected motor stall and failure of the pump drive to rewind, consistent with a malfunction of the delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the motor drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.